Event description:
One 3-d head popped off and one broke into five or six pieces post-operative. Construct was implanted approximately 1 1/2 years ago for fusion at l4-s1. L4-l5 fused l5-s1 did not. Subject screws were located at the l5-s1 level. All hardware was removed in 2003.